Event description:
Olympus was informed that during an unspecified flexible cystoscopy with diathermy procedure, the patient reportedly sustained an electric shock and subsequently jumped after activating the high-frequency output of the esg-100 electrosurgical unit. Simultaneously, also a nurse got shocked while holding the endoscope and an unspecified error code was displayed on the suspect medical device. The intended procedure was subsequently aborted. While the patient was reportedly doing fine after the incident, the nurse was feeling dizzy and unwell and had to go to accident and emergency/emergency room where a bradycardia was diagnosed. However, she was finally released home and thus not hospitalized. The suspect medical device was replaced by a loan unit. No other information was provided and multiple attempts to follow up with the user facility to obtain additional information regarding this incident failed as the user facility refused to communicate.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus (B)(4). Extensive functional tests were performed with particular focus on the high-frequency and the patient leakage current, but (B)(4) was unable to reproduce the reported phenomenon or to prompt any malfunction. All tested operating parameters were completely within specification and no abnormal or faulty behavior could be observed. Only the front panel surround and the top cover of the esg-100 electrosurgical unit were found mechanically damaged. Furthermore, one (rubber) foot is missing and the cable insulation of the also provided olympus mh-969 activ cord is damaged, exposing the internal wiring. However, these damages/findings do not have any influence on function and safety of the esg-100 electrosurgical unit and also cannot lead to the reported phenomenon. Therefore the exact cause of the nurse's and the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedure. In general, the occurrence of nerve and muscle stimulation during electrosurgical procedures is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user facility will be informed about the investigation results. Olympus submits this incident as a medical device report (MDR) in abundance of caution.